Manufacturer narrative:
(B)(4). The customer reported unable to acquire a 12 lead ECG. There was no reported pt involvement. Philips evaluated the device. It was determined that the block connector ECG was slightly worn. The block connector was replaced to resolve the problem. Device past all performance assurance testing and was returned to the customer.

Event description:
The customer reported unable to acquire a 12 lead ECG. There was no reported pt involvement.